Event description:
It was reported that the implantable cardiac monitor exhibited noise. There were no stored electrograms containing noise. Noise could not be reproduced with isometrics. The device was reprogrammed and remained implanted. The patient would to be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.